Event description:
On (B)(6) the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:30am on (B)(6). The patient reported obtaining a blood glucose reading of 295mg/dl on the subject meter. The patient manages their diabetes with a combination of medication including humalog. The patient reported taking 9 units of humalog in response to the reported high reading. The patient reported that at 11:30am they obtained a blood glucose reading of 82mg/dl on a ¿relion meter¿. The patient reported experiencing symptoms of ¿shakiness¿ around this time. The patient reported self-treating this symptom by consuming a ¿bowl of cheetos¿. The patient reported performing another blood glucose test on their relion meter and obtained a reading of 29mg/dl. The patient reported further self-treatment by taking two glucose tablets. At the time of troubleshooting the cca verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.